Event description:
It was reported that during a da vinci-assisted surgical esophagectomy transthoracic procedure, the customer informed the technical support engineer (tse) the surgeon was encountering an issue where the e-100 was not providing a sufficient amount of energy to the synchro seal instrument. Prior to calling for support the customer had tried a second instrument and power cycle the e-100 with no change, the customer requested a field service engineer to follow up. The procedure was completed with no reported injury. Intuitive obtained additional information. The customer finished the procedure as planned; they used the system in the room (rsk8180). There have been no other issues with that unit, they did get another synchroseal device. That same system has been used multiple times with no issues.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the customer to confirm that the energy from the synchroseal was not strong. The customer later confirmed no further energy issues. The customer used another synchroseal device. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.